Event description:
It was reported that allegedly a tracheobronchial stent graft did not fully deploy. The procedure was in an upper arm vein. Reportedly, the device only deployed about 1/4 inch. The physician used great force to try to deploy before aborting the procedure. He did not use another device to complete the procedure, as he did not have the correct size available. The patient had to be rescheduled. No patient injury reported. The tracking anatomy was neither tortuous nor calcified. An 8f sheath and .035 guide wire were used.

Manufacturer narrative:
The review of the manufacturing records show that no remarkable incidents occurred. The device has been returned. The investigation is currently underway.